Event description:
It was reported to tyco healthcare/kendall on 07/2002 that a customer was having a problem with a fastemp thermometer. The customer states the thermometer was reporting inaccurate temperatures.